Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that clip would not feed into the jaw properly. Opened another device to complete the case. There was no consequence to pt.